Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving the error message, " replace sensor," when scanning the adc freestyle libre sensor in (B)(6) of 2019. The customer had symptoms of weakness, dizziness, trembling and feeling hot and was unable to treat herself. The customer was given juice and sugar by her friend for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product is not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date reported by the customer as "august 2019." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, " replace sensor," when scanning the adc freestyle libre sensor in august of 2019. The customer had symptoms of weakness, dizziness, trembling and feeling hot and was unable to treat herself. The customer was given juice and sugar by her friend for treatment. There was no report of death or permanent injury associated with this event.